Manufacturer narrative:
The field service engineer performed various system checks, adjustments, and cleaning's. He performed qc and had results within the acceptable range. After service, the customer reported the issue persisted. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 501 module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the sample on a radiometer abl 800 flex analyzer and the initial c 501 module. At 07:29, the patient's initial na result on the c 501 module was 115 mmol/l. At 07:50, the patient's repeat na result on the radiometer abl 800 flex analyzer was 135 mmol/l. At 08:17, the patient's repeat na result on the c 501 module was 133 mmol/l. The customer determined the repeat na results were correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer and application specialist performed customer training on the ise module, pre-analytics, and ise maintenance. After service, no further issues were reported by the customer. Based on the provided information, the investigation determined the service actions resolved the issue.